Manufacturer narrative:
As reported, a failure occurred with a 5f exoseal vascular closure devices (vcd) in which the indicator wire was deployed in the reverse direction. This prevented the wire from engaging the vessel wall and no window change was observed, rendering the device unusable. There was no reported patient injury. The issue resulted in a major customer complaint with concerns regarding product reliability and safety. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was received locked. The plug was in a manufacturing position, and the indicator wire was deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and the expected plug deployment. The indicator window black/white and red position was also successfully achieved. A high magnification evaluation of the indicator wire loop and internal mechanism was performed, and no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the device received as there was no damage noted to the indicator wire loop and/or internal mechanism. Additionally, the device was able to be deployed as expected with no anomalies noted. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of device malfunction. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a failure occurred with a 5f exoseal vascular closure devices (vcd) in which the indicator wire was deployed in the reverse direction. This prevented the wire from engaging the vessel wall and no window change was observed, rendering the device unusable. There was no reported patient injury. The issue resulted in a major customer complaint with concerns regarding product reliability and safety. The device is expected to be returned for evaluation.